Event description:
It was reported that their recharging paddle was not working, the cord had bent and exposed wires, patient needed to put electrical tape to cover, and they're in pain. Patient added that last friday they saw rm03 on the screen, the recharger felt warm, and while charging the implant, the battery would just reach 10% more. Agent sent request to repair to replace the recharging paddle. Patient also mentioned that they haven't seen their managing healthcare provider (hcp) since after the implant date, they only had seen their manufacturing representative (rep) at least a year ago, they can't remember to make readjustment on their therapy because they were not getting enough stimulation and they were in so much pain. Patient added their rep once told them that they might only need to charge once in a week. However patient told their rep that they need to fully charge their battery every night. Patient also asked about the their battery longevity, agent provided information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.